Event description:
This is an international report where liquid would not stop coming out of the transfer set even after closing the clamp. The transfer set was in use for about two months. There was no use of additional disinfectant. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). Baxter received one used set. Visual inspection performed with the following issues noted: broken occluder feet. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. Visual inspection noted no whitish spot on the occlude leg that would indicate possible over-torquing. Sample was confirmed for the reported problem. The root cause was undetermined.